Event description:
The pt table used with a discovery st pet/CT system experienced an elevation actuator failure, resulting in the table rapidly rising to maximum elevation. No one was on the table at the time of this failure. No injuries were reported. However, such a malfunction could potentially result in injruy if a pt on the table were to be pushed into the gantry bore covers.